Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, fold creases, wear abrasion, and yellow particles. A leak test was performed and was found one opening. A microscopic analysis identified: a curved sharp opening on plug strap bond edge assessed as a unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported "right implant was lower than the contralateral side prior to deflation".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.